Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an auto-off alarm during the night. The customer's blood glucose level was 600 mg/dl with ketones. The customer administered a manual injection. The customer reported that they had interacted with the pump during the night and that they believed this was a pump issue. The customer reverted to manual injections for insulin therapy.